Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and did not meet release criteria for which a full recapture was attempted. However, difficulty was noted when recapturing the device and the device could not be fully contained in the system. Difficulty was noted withdrawing through the valve of the was and once the system was removed from the patient, it was noted that a portion of the closure device was still outside its system. No damage occurred to the was. The procedure was continued and a 30mm closure device was deployed and successfully released after meeting criteria. No patient complications were reported. The patient was doing very well.